Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found contamination on the downstream occlusion sensor and upstream occlusion seal. The event history log was unable to be reviewed due to the error code 1260 on display. Functional testing was able to verify and duplicate the reported problem. It was determined that the most probable cause was a damaged microprocessor unit board. The mpu board was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited error code 1260. There was no patient involvement.